Event description:
It was reported that the pump¿s screen began to delaminate after the user investigated a suspected insulin leak and inserted a fingernail into the ilet¿s connecting seam, which initiated separation of the display layers. Symptoms included no reported injury, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included a replacement device being provided and the original device pending return. Investigation included collection of device details, confirmation of serial number and shipping information, and completion of a replacement questionnaire. Investigation of this case revealed a delaminated screen consistent with mechanical damage at the display seam, with no functional alerts or device malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage to the screen assembly.